Event description:
Reporter stated that back to back testing was performed on the aviva system with results of 210 mg/dl and 107 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.